Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.00mm x 12mm was returned for analysis. A visual and tactile inspection was performed but no issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 7mm longitudinal tear in the mid-section. Tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.